Event description:
Allergan lap-band access port ii kit ap large, model b-2106, sn (B)(4), was surgically removed on (B)(6) 2010 at (B)(6) medical center - due to observed continual leakage. Original procedure date for placement of above device was (B)(6) 2008 at above named facility. Surgeon scheduled fluoroscope examination for (B)(6) 2010 after the office visit (B)(6) 2010. Decision for procedure was based on my complaints of increased hunger, ability to eat more than one cup at a time and my observed feeling that the device seemed to not be working as it did at time of initial placement and some time following. On the above date, surgeon adjusted volume of saline and checked for my ability to swallow afterwards, etc. During the course of the year, two more fluoroscope procedures were performed, (B)(6) 2010. Fluid volume in system was measured during office visits prior to each procedure. On each occasion port required more volume, replacing that which had leaked since respective prior visit. The (B)(6) 2010, procedure entailed radiological test to check for leakage of tubing and obvious leaks around port. None were noticed. Decision to perform surgical invasive procedure to examine and or replace port was made on office visit (B)(6) 2010 after measurement of port volume. Exam demonstrated continued loss of fluid from port and or lap band system. I was required to be admitted to (B)(6) on (B)(6) 2010 for the surgical procedure. Examination with methylene blue dye showed leakage from the back of the port. Defects of the front of the port or port diaphram were not found. Clearly tubing was not leaking. Examination of surgery and testing was video taped and numerous operating room staff present as witnesses. Surgeon removed and replaced defective port. I was released upon satisfactory recovery, post anesthesia as well as surgical. I was told the defective device would be given to risk mgmt and further action with device would be as required. I was informed at the time of my post operative office visit, the incident had been reported to allergan. I was told allergan requested release to them of defective device. The surgeon expressed to the appropriate staff at (B)(6), his desire for the device not to be destroyed but saved to be given to me. Initial hesitancy was expressed on my part of releasing the device without consulting appropriate counsel. The physician concurred. As yet, (B)(6) risk mgmt has not released device to me. I am not sure if it has been released to allergan without consulting with me. I will follow up and attempt to facilitate its transfer to allergan. I am now aware that this device model and all lot numbers - was subject of a class 2 recall - recall number z-0418-2011 dated 11/18/2010 ordered by the FDA. I am aware that I was to be notified of such recall. The physician nor I was notified before the replacement of the device and not since the same afterwards.